Event description:
Additional information received reported the patient reported worsening urinary retention on (B)(6) 2014. On (B)(6) 2015 the intervention was reported as reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported the patient was diagnosed with increased urinary retention. On (B)(6) 2015, the medication was reprogrammed. The drugs delivered via the device system were morphine, bupivacaine, and clonidine. The outcome was listed as ongoing; if additional information is provided, a follow-up report will be submitted.

Event description:
Additional information was received from the healthcare professional via a product surveillance registry on (B)(6) 2015 and it was reported that the event outcome was ¿resolved without sequela (B)(6) 2015¿. The event was related to the intrathecal medication bupivacaine.